Event description:
A minimally invasive surgery (on (B)(6) 2024) on the lumbosacral spine for a fusion of vertebrae l4-s1, with intended placement of 6 k-wires bilateral (at l4, l5 and s1), and laminectomy (at l5-s1), and cage placement (in disk space between l5-s1), was performed with the aid of the display by the brainlab navigation software spine & trauma 3d nav 2.0. During the procedure the surgeon: - with the patient in prone position attached the navigation reference array on the iliac crest - acquired an intra-operative 3d scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation - pre-planned the screw trajectories on the intra-operative 3d scan, verified the registration and accepted the accuracy to proceed - calibrated the brainlab drill guide - prepared the pedicle by drilling a pilot hole through the navigated drill guide, and inserted a k-wire through the drill guide into the pilot hole - proceeded with the same approach for all 6 k-wire placements (in order of: left l4, right l4, right l5, left l5, left s1, right s1) - acquired intra-operative 2d scans to verify the k-wire placements, and determined that all k-wires were placed less than ideal (towards the disk) - further detected that the k-wire at left l4 had been pulled out inadvertently, and thus reinserted it through the drill guide into the pilot hole again - acquired intra-operative 2d scans again, and performed no further corrections - continued with laminectomy (at l5-s1) using aid of navigation, and placed the cage (in disk space between l5-s1) using aid of navigation - placed the spine screws into the pilot holes following the k-wires using a non-navigated non-brainlab screwdriver, while trying to manually change the direction of the screwdriver to compensate for the deviation of the k-wires, and while leaving l4 left without a screw (since during placement the surgeon felt the screw was not going into the bone) - acquired an intra-operative 3d scan to verify screw placements and determined that 4 screws (l4 right, l5 bilateral, s1 right) were placed not exactly as intended, and 3 of them needed replacement (l4 right, l5 bilateral) - verified the registration and accepted the accuracy to proceed - placed new k-wires (at l4 right and l5 bilateral) using the navigated brainlab drill guide (following the previously planned screw trajectories) - placed the spine screws into the pilot holes following the k-wires using a non-navigated non-brainlab screwdriver - acquired another intra-operative 3d scan to verify screw placements and determined the placements as correct - completed the surgery successfully as intended and closed the patient according to the hospital/surgeons: - the deviating screw placements were detected before finalizing the surgery and were corrected in the very same surgery (using aid of navigation for k-wire placement) - the outcome of the surgery was successful as intended, at the end of the surgery all k-wires/screws were placed in their correct final positions as intended - there was no direct (or increased) risk of harm to a critical structure due to the deviating placements - there was no actual harm/negative clinical effect to the patient due to the deviating placements, nor due to the prolongation of surgery/anesthesia time by 30-60min - there were no further medical/surgical remedial actions necessary, done or planned for this patient due to the deviating placements, nor was hospitalization prolonged.

Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes were created and k-wires placed in the patient's anatomy in a different position than desired with brainlab navigation involved, although according to the hospital/surgeons: - the deviating screw placements were detected before finalizing the surgery and were corrected in the very same surgery (using aid of navigation for k-wire placement) - the outcome of the surgery was successful as intended, at the end of the surgery all k-wires/screws were placed in their correct final positions as intended - there was no direct (or increased) risk of harm to a critical structure due to the deviating placements - there was no actual harm/negative clinical effect to the patient due to the deviating placements, nor due to the prolongation of surgery/anesthesia time by 30-60min - there were no further medical/surgical remedial actions necessary, done or planned for this patient due to the deviating placements, nor was hospitalization prolonged h6: according to the results of the brainlab technical investigation and the information provided by the hospital, it can be concluded that the root cause for the deviated screws placed at vertebrae l4 right, l5 bilateral, and s1 right (shifted cranially), and the deviated screw at l4 left (placement abandoned), for which pilot holes were created and k-wires placed with the aid of navigation is: - movement of the navigation reference array due to inadvertent forces applied to the array, after registration but during instrumentation. For this case, being minimally invasive, the reference array is attached to two schanz pins that are inserted through patient tissue and into the ilium. This tissue surrounding the reference pins caused the array to be prone to inadvertent movements due to any forces applied to the patient during instrumentation, also e.g. By even slight surrounding skin push/pull from forces applied to the spine area operated on or contact with instruments, tubes, suctions, etc. As per the log files provided of this surgery, the navigation software displayed navigation reference array movement warnings to the user during the surgery, at the time of drilling at left and right l5 and right s1, indicating the occurrence of array movement. Movement of the reference array after patient registration to navigation disrupts the coordinate system established during the registration and causes a deviation between the displayed image scan, on which the navigated instruments are tracked, and the actual patient anatomy. This movement cannot be compensated by the navigation software. Contributing factor for deviated placements at l4 and l5: - a relative movement of the spine anatomy during the surgery between where the navigation reference array was fixated to (iliac crest), and the vertebrae operated on (l4/l5) due to an insufficiently rigid connection of the anatomy in between, and the forces applied to the spine during instrumentation. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - especially if the connection in between the vertebrae is not rigid - results in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. Apparently, the resulting deviation of the registered preoperative patient image displayed by the navigation and the actual patient anatomy was not detected by the user with the necessary accuracy verification after registration and throughout the procedure (reportedly accuracy was not verified continually), before pilot hole creation/k-wire placement. Despite the deviating k-wire placements were detected by the user before screws were placed, they were not corrected, but the user tried to manually change the direction of the screwdriver to compensate for the deviation of the k-wires. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.